Event description:
(B)(6) 2023 - capsule was not retrieved. Patient ultimately was admitted to hospital and died from unrelated circumstances. 5/22/2023 - the customer sent the frm-89 which indicated that the patient died from unrelated circumstances.

Manufacturer narrative:
"(B)(6) 2023 - capsule was not retrieved. Patient ultimately was admitted to hospital and died from unrelated circumstances. 5/22/2023 - the customer sent the frm-89 which indicated that the patient died from unrelated circumstances."